Event description:
As reported via the (B)(4) registry, a patient experienced a hypotensive episode and an myocardial infarction (mi). It was considered to be demand ischemia due to hypotensive episode (B)(4) related to carotid sinus pressure, and was treated with intravenous fluids and levophed. The stent had already been deployed when this peri-procedure event occurred, and the filter had already been retrieved. There was no specific treatment for the mi, but medications were adjusted for blood pressure control and chronic renal failure. Cardiac angiography was not performed. Approximately sixteen hours after the index procedure, the patient's (B)(6) was 1369 (uln 220) and (B)(6) was 171.4 (uln 8.8). According to the investigator, the mi was related to the index procedure and not cordis product. At the time of the index procedure, angiography revealed 90% stenosis in the ostial right internal carotid artery. The lesion was described as moderately calcified, ulcerated, and 12mm in length. The reference vessel was 5.5mm in diameter and mildly tortuous. An angioguard rx with a 7mm basket was deployed beyond the target lesion and the lesion was pre-dilated.

Manufacturer narrative:
A 9.0 x 30mm precise rx was implanted at the target lesion and the angioguard was removed with no debris noted in the filter basket. The patient left the angiography suite without neurological deficit. Later that day, the patient experienced the mi. He was discharged approximately four days after the index procedure.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that this sapphire study patient had hypotension during the index procedure and later the same day suffered an mi. This is a (B)(6) male with medical history including stroke, severe pulmonary disease, hyperlipidemia, cardiac arrhythmia (atrial fibrillation), abnormal stress test, coronary artery bypass graft surgery (CABG), diabetes mellitus, coronary artery disease and hypertension. At the time of the index procedure, angiography revealed 90% stenosis in the ostial right internal carotid artery. The lesion was described as moderately calcified, ulcerated, and 12mm in length. The reference vessel was 5.5mm in diameter and mildly tortuous. An angioguard rx with a 7mm basket was deployed beyond the target lesion and the lesion was pre-dilated. A 9.0 x 30mm precise rx was implanted at the target lesion and the angioguard was removed with no debris noted in the filter basket. After the filter was retrieved, the patient developed hypotension that was treated with fluid resuscitation and levophed for pressure support. The patient left the angiography suite without neurological deficit. Approximately sixteen hours after the index procedure, the patient's ck was 1369 (uln 220) and ckmb was 171.4 (uln 8.8). The patient was diagnosed with an mi. There was no specific treatment for the mi, but medications were adjusted for blood pressure control and chronic renal failure. Cardiac angiography was not performed. He was discharged approximately four days after the index procedure. The mi was considered to be demand ischemia due to the peri-procedure hypertensive episode (bp 74/36) related to carotid sinus pressure post stent implantation by the study personnel. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15183414 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Zero units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for this lot. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Clinical research has revealed that 40% of patients undergoing cas sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension without clinical symptoms, not associated to periprocedural cerebral complications. Myocardial infarction is known potential adverse event associated with stent implantation procedures. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This patient had a known history of mi and coronary intervention as well as risk factors for vascular disease process. Progression of atherosclerotic disease is known to cause restenosis and does not indicate a device failure. Intra-arterial intervention is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient, procedural and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, hyperlipidemia, severe pulmonary disease and previous CABG surgery as well as the experienced hypotension post stent deployment.